Event description:
It was reported that the pump froze during startup and also showed downstream occlusion seal damage. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction. D9: 10-feb-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was determined to be corrosion of the printed wire assembly (pwa) board. The pwa board was replaced to resolve this issue.